Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available smart view data file for the time period from (B)(6) 2017 to (B)(6) 2018 did not include any iegms or trend curves. Another provided data file with information from (B)(6) 2018 to (B)(6) 2018 did not include any trend curves either. An iegm from the 8th of march was included showing a tachycardia leading to shock delivery. No further iegm episodes were available. Thus the clinical observation reported in the complaint text was elusive based on the provided data. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approximately 9 months after the implant episodes of oversensing occurred. No adverse patient events were reported.